Event description:
Customer's daughter reports that the lancet did not retract and is protruding from the end cap of the lancet device after the device was fired. Customer is using the multiclix lancet device. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.